Event description:
During surgery, the drill bit exited the canal creating a hole in the pt's femur. The drill bit broke. The surgeon made a separate incision to remove the tip of the drill.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. The age of the instrument could not be determined as the lot number or vendor date code was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.